Manufacturer narrative:
The insulin pump passed delivery volume accuracy test. The insulin pump had intermittent button response and button error alarm due to corroded keypad traces.

Event description:
Customer reported that she had low blood glucose for a week. Paramedics were called and she was transported to the hospital. Customer blood glucose reading was 25 mg/dl when paramedics arrived. Customer stated that the insulin pump buttons were not responding and it was alarming button error. Nothing further was reported.